Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the messages and interface was not delayed. Customer stated that the issue happened when the server got rebooted and was done by someone outside the organization and services failed to restart. A technical support specialist (tss) ran downtime query and found no delay in messages and interface. Then the tss confirmed all required services were running, and patients and orders were crossing successfully to the medstations. The issue was verified as resolved after confirmation with customer who was able to log in and confirmed normal device communication. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in disconnected mode. The customer reported that, due to this condition, patient orders did not cross over to the stations. When the customer attempted to log in to the server, a runtime error message was displayed. The stations displayed a "disconnected mode" icon at the top of the screen. The customer reported that all stations were placed in critical override mode. There were no delay or adverse events or injuries reported based on this event.